Manufacturer narrative:
Additional information: b5. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Upon follow up, it was reported the event occurred while the patient was under general anesthesia. There was a delay (unspecified time) as a result of the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator had intermittent power during a therapeutic laparoscopic cholecystectomy. The procedure was completed using the same device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation found another reportable malfunction: there was an internal circuit board failure. Based on the results of the investigation, the allegation of power outage is attributed to the internal circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info